Manufacturer narrative:
Concomitant medical products: v 40 cobalt chrome head; cat# unknown; lot# unknown; mdm head; cat# unknown; lot# unknown; mdm metal liner; cat# unknown; lot# unknown; restoration modular cone body; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a seconds stage revision of a revision of a restoration modular stem and cup due to infection. Left distal portion, well fixed but removed the mcreynolds adapter which broke while checking the device. Plan was to leave implanted. Revised with a competitor antibiotic spacer.